Event description:
It was reported that during a da vinci urinary diversion procedure, the fenestrated bipolar forceps instrument did not function properly, 4 lives, wires sticking out from the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable to be frayed at the distal idler pulley. The frayed strands stuck out at the instrument wrist. In addition, instrument was found with frayed pitch cable at the distal idler. There was no damage found on the clevis. Failure analysis investigation also found mechanical indentations at the edge of the instrument distal pulley. No other damage was found. It was concluded that the damage to the pulley may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip/pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.